Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that left ventricular (lv) and right ventricular (rv) lead impedance measurements on this cardiac resynchronization therapy pacemaker (crt-p) were both increasing. A lead safety switch occurred on the lv channel. A boston scientific technical services (ts) consultant discussed assessing the system to find another pacing vector. No further information was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that left ventricular (lv) and right ventricular (rv) lead impedance measurements on this cardiac resynchronization therapy pacemaker (crt-p) were both increasing. A lead safety switch occurred on the lv channel. A boston scientific technical services (ts) consultant discussed assessing the system to find another pacing vector. No further information was provided. This device remains in service. No adverse patient effects were reported. This device was later returned with no further complications reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.